Manufacturer narrative:
Natus medical investigation found no evidence for cause of damage or cause of malfunction to the vac pac. Customers are instructed by the instruction manual to inspect the vac-pac prior to each use. Natus has requested additional information from customer; natus will submit a supplemental report if needed. The customer has since been provided a replacement.

Event description:
Natus medical received a complaint on june 8th, 2017 for a vac-pac replacement, under the 1 year warranty replacement. Customer did not give information regarding why the vac-pac required replacement, information was requested by natus medical. No patient involvement reported.